Event description:
A patient reported experiencing inaccurate erratic results with an ot basic enhanced meter. The patient's blood glucose results were 79mg/dl, 122mg/dl, 200's mg/dl (in the reported issue notes it only states, "200's"). Tests were done less than 10 minutes apart with a difference of 53%. Patient did not experience any adverse events. No further information has been reported.